Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: no observed. Pain: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Previous medwatch submission noted rupture. Upon further information, abbvie has determined that the event of rupture did not occur.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 10/8/2024.

Event description:
Previous medwatch submission noted rupture. Upon further information, abbvie has determined that the event of rupture did not occur.

Event description:
Patient reported, right side "pain" and rupture. Physician confirmed, rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6b, h6.